Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver bupivacaine and dilaudid (hydromorphone). It was reported that the patient was not able to receive a bolus. On (B)(6) 2025, the patient received 6 or 7 boluses during their sleep, without being connected to the myptm application. Another time, the patient was locked out for 24 hours, which they did not understand. The patient was supposed to only get one bolus per day. The patient was redirected to their healthcare provider (hcp) to further address the issue. Per the patient, the hcp had directed the patient to contact the manufacturer. The manufacturer representative (rep) spoke to the patient. Additional information received from the rep indicated that the rep could not recall the specific conversation with patient, however stated that they likely reviewed that it is impossible for the pump to deliver extra boluses and that the bolus issues were due to use error and/or patient misunderstanding. The rep also stated that if there was a pump issue, the patient¿s managing physician would have contacted the manufacturer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.